Event description:
It was reported that pump experienced malfunction with displayed malfunction code that required assistance. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction happened again.